Manufacturer narrative:
(B)(6). (B)(4). This part is not approved for use in the united states; however a like device catalog # 7750510, 510k # (B)(4) was cleared in the united states. We do not have any imaging films. Hence, the cause that contributed to the incident cannot be ascertained.

Event description:
It was reported that the patient underwent posterior fusion for c7 fracture at c5-th2. Intra-op, transarticular screws were inserted at c5/6, c6/7, c7/th1 but post-op, it was found that the placed screw deviated to spinal canal direction. Revision was performed for re-insertion on the next day.